Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist stated that the patient complained of a chipped tooth # 18 that is developing symptoms. The tooth is cracked on the buccal surface and has broken the dl cusp and has cracked tooth symptoms and sensitivity. The patient tried to wait until they were done with aligner treatment and they are not sure they can wait due to increased sensitivity. A crown has been recommended to treat # 18 which will affect the fit of the aligners. The patient will likely need new aligners after crown is completed. Dentist cleared patient to continue aligner treatment. This is a contraindicated patient. Informed patient that they are not eligible for re-entry for aligner treatment.